Event description:
Information received from the field notes that during a routine transtelephonic check-up, the initial strip without magnet application showed pacing at the programmed rate of 70 ppm. With magnet application it was 63 ppm for about 30 seconds followed by an asystolic rhythm with the patient becoming unresponsive. The patient came back on his own with a ventricular escape rhythm of 30-35 bpm. Transtele- phonic follow-up will continue.